Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of "fluid ingress caused sparks," was not reproduced. Evaluation was not able to find any evidence of fluid intrusion, corrosion, or burn damage on any part of the device. The battery pins showed no signs of damage. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had recessed battery pins and fluid ingress caused sparks. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.